Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and crc error. Customer's blood glucose was 167 mg/dl. The alarm did not occur shortly after inserting a new battery and is not recurring during normal pump use. The customer was advsied to monitor the pump.